Event description:
It was reported that during implant, the helix failed to extend for the subsequent attempt in lead repositioning. The lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.